Manufacturer narrative:
Product ID: neu_unknown_lead, lot# unknown, implanted: (B)(6) 2014, explanted: (B)(6) 2014, product type: lead. (B)(4).

Event description:
It was reported the patient had an infection and inflammatory reaction at the electrode implant site. Significant inflammatory reaction around the entry of the electrode with puss discharge was present. The culture showed positive for staphylococcus aureus. Ablation of the electrode was done but it was noted the lead was not explanted. Actions required as a result of the event included hospitalization, antibiotic administration, and electrode ablation. The inflammation was assessed to be related to the procedure, lead and device. The patient was discharged and recovered on (B)(6) 2014.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information from the rep reported that the electrode was explanted on (B)(6) 2014. No further complications were reported.